Manufacturer narrative:
This event occurred sometime in (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a large volume folfusor was leaking. The device was filled with fluorouracil. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured march 8, 2016- march 9, 2016. The device was received for evaluation with approximately 250 ml of fluid in the bladder. Visual inspection noted white drug residue around the area of the tubing and stress member. A functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.